Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal obstruction and aspiration pneumonia are known complications of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient complained of severe abdominal pain and was emergently hospitalized. An intestinal obstruction was diagnosed and the patient was operated on immediately. The peg /pej were removed during the operation. The patient vomited during the operation and aspirated. Since then, she was intubated and ventilated in the intensive care unit and duodopa therapy was stopped. The cause and the location of the intestinal obstruction was unknown. It was also unknown if the peg or j-tubing caused the obstruction. In (B)(6) 2021, the patient died of aspiration pneumonia with acute respiratory distress syndrome, septic shock and adhesion ileus, torque, ischemia in the small intestine. It is unknown if an autopsy was performed.